Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential over-sensing resulting in pacing inhibition. The patient's condition is unknown. No further information was available.